Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing until the time of death or if the patient was performing pd therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A review of the event history log revealed no keystroke, programming, or use related events that could cause or contribute to the event. A visual inspection was performed with no issues noted related to reported event. The device was determined to meet functional specification requirements and a one hour simulated therapy was completed successfully. The device passed all checks and calibration tests during service. Upon conclusion of the investigation, no malfunctions, abnormalities or iipv events were identified that could have caused or contributed to the patient death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.